Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited several beats of t-wave oversensing after a backup pulse during right ventricular automatic threshold (rvat) testing, seen during a stored atrial tachy response (atr) electrogram (egm). Additional stored atr egms showed far-field r-wave oversensing. The ICD system remains in service. No adverse patient effects were reported.